Event description:
It was stated that the customer was hospitalized for diabetic ketoacidosis. The blood glucose levels were not reported. Prior to the hospitalization, it was stated that the customer was found unconscious and was wearing the insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as the device has not yet been evaluated. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.